Event description:
It was reported that the pump was alarming no disposable clamp tubing. Per reporter, they had pressed stop but the double beep persisted. Settings reviewed and pump powered off. Line clamped and cassette removed. Tubing massaged and tapped gently on hard surface. Reconnected cassette and powered on pump. Double beep persisted. Removed cassette again and repeated troubleshooting but double beeping returned. Rate 2.2 ml/hour, given 70.7 ml, reservoir volume 29.3 ml. This event occurred at the hospital and was operated by a health professional. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.